Event description:
I was given synvisc one gel shots in my right knee, one per week for three weeks. After each shot the pain in my knee got progressively worse. I was told that it sometimes took a few weeks for the shot to work. For 3 months I had the worst pain and swelling I have ever had and it got worse even though I was resting the knee. In addition my knee cap began not to track correctly causing excruciating pain. I was then told by another doctor that a small % of patients have bad reactions and there have been recalls on this product in the past . I have had this knee problem for many years and it always has healed quickly with a little rest. I am convinced that the pain and discomfort that I am still experiencing is a result of the shots. I am now scheduled to have partial knee replacement surgery for the knee because I still can¿t walk without pain.